Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was surgically explanted due to exhibiting behavior consistent with a premature battery depletion (pbd). A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker device was surgically explanted due to exhibiting behavior consistent with a premature battery depletion (pbd). A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The device was returned, and analysis completed.